Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device flex tip was broken. The issue was found during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
Correction to h6 component code and medical device problem code. The device was returned to olympus for inspection where the reported failure was confirmed as a damaged plastic distal end cover being chipped. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.